Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) experienced errors. It was indicated that the main printed circuit board was out of specification electrically. It was also indicated that the output connector assembly was broken. These parts were replaced and the epg passed final functional and system tests.

Event description:
It was reported that the external pulse generator (epg) experienced an error at power up. The epg was returned for warranty service. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the main printed circuit board assembly. Visual inspection revealed no anomalies. Bench analysis found that the device powered up normally. The device was run on the automated test console, all tests passed. The device was placed in an oven at 158 degrees fahrenheit overnight, no error then put in the freezer for an hour, no error. The device was then put directly back in the oven, when checked an hour later an error was present. Additional analysis: the log shows multiple errors. Both errors are similar errors (timeout waiting for event latch write by die stack). Conclusion: the reported event was confirmed, there was a suspected solder issue with the die stack.